Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR#2134265-2012-06543. It was reported that during a stenting treatment procedure, a vasospasm occurred. In (B)(6) 2010, the patient presented with chest pressure occurring at rest and exertion, radiating to the right jaw and associated with palpitations. Nuclear stress test revealed a small reversible apical perfusion abnormality. The patient was diagnosed with stable angina and cardiac catheterization was recommended. The 18mm x 3.0 mm, 75% stenosed target lesion was located in the mid left anterior descending artery. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. Following post-dilatation with the 3.00 x 15 mm apex balloon a vasospasm occurred which was treated with 200 mcg of intracoronary nitroglycerin. Following the procedure there was 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.